Manufacturer narrative:
The returned lead was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the body of the lead was stretched. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead support guide wire was broken and could not be used. A new lead was used and the surgery was completed, the patient had been discharged from the hospital. The lead was returned with no specific allegation, but analysis identified an issue.